Manufacturer narrative:
Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor) model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot #: removed inratio pt/inr test strip lot number and included serial number of the monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. For 510k #: removed the inratio pt/inr test strip 510k # k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use? Changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device. Investigation/conclusion: the monitor associated with the complaint was returned for investigation. A statistical analysis of the impedance curves associated with the customer's results of 2.2 and 1.9 found that the curves exhibited a weak slope change. CAPA investigation (CAPA(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio monitor software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. There are no known patient conditions provided by the customer that would lead to the observed weak slope change. Donor testing was not pursued due to the software issue being identified as the root cause of the customer's discrepant results. The returned monitor met functional and thermistor testing requirements. A review of the entire in-house testing history of the reported lot was performed. In-house testing on strip lot 367839a meets release criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specifications. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Manufacturer narrative:
Investigation pending.

Event description:
The patient self tester alleged a variance between inratio inr results and the lab inr results. The patient self tester stated that he did not know the exact dates the variance with the lab occurred but it was some time in (B)(6) 2015. The results were as follows: comparison 1 inratio inr=1.9, lab inr=4.2. Comparison 2 inratio inr=2.2, lab inr=3.7. The patient's therapeutic range is: 2.0-3.0.